Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's mother that the customer had been in the emergency room 3 or 4 times in the last week with high blood glucose levels. Customer was back on pens and was stabilizing. Customer's mother stated that the customer went to the hospital with a bowl obstruction issue. Customer was hospitalized on (B)(6) 2014. Customer had blood in her stool and was vomiting blood. Customer stabilized and was released. Caller also mentioned that the customer had an issue with the sensors being far off from the finger sticks around (B)(6) 2014. Customer was hospitalized on (B)(6) 2015 with blood glucose levels over 500 mg/dl, 494 mg/dl, over 600 mg/dl, and over 1000 mg/dl. Customer was wearing the pump at the time of each emergency room visit, except for the event on (B)(6) 2015. Customer had recurring symptoms and issues. Customer will call back to do troubleshooting. No further assistance needed.